Manufacturer narrative:
(B)(4): it was reported that the patient underwent sacrocolpopexy mesh revision, rectocele repair, enterocele repair, high uterosacral vault suspension, placement of 4 x 7 fascia lata graft and rectocele repair on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation in order to treat procidentia, cystocele, and occult urinary incontinence. The patient underwent the concurrent procedures of supracervical abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal sacral colpopexy, paravaginal defect repair and burch retropubic urethropexy. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2012 due to erosion. No additional information was provided. (B)(4) ¿ urinary/bowel problems; undefined recurrence.